Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit alarmed pump error 63 during self-test due to cold solder joint at keypad assembly. Insulin pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button, minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that they received a power error detected. The alarm occurred again within 4 hours of troubleshooting previous occurrence. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report. .